Event description:
It was reported that the patient received two inappropriate shocks for undersensed atrial fibrillation. The device had detected the rhythm as ventricular tachycardia. The atrial sensitivity was reprogrammed and the device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk ICD, implanted: (B)(6) 2009; 1056t st. Jude lead implanted: (B)(6) 2006; 1488t pacesetter lead, implanted: (B)(6) 2003; 2872 adaptor implanted: (B)(6) 2003; 6943-65 lead implanted: (B)(6) 2000. (B)(4).